Event description:
Customer did a blood glucose comparison. The device reading was 297mg/dl, and the lab result was 136mg/dl. No treatment given. Controls in range. A request for the return of the suspect device was made. Replacement product was sent.